Event description:
During an atrioventricular nodal reentrant tachycardia procedure, a signal issue occurred causing a delay in procedure. When the therapy ablation catheter was inserted into the patient, the shape of the catheter did not appear as expected visually, it was too long. Also, the proximal signal of the ablation catheter at the ep recording system had noise whereas, the distal signal was clear. Sometimes the message error ¿catheter not connected¿ appeared on the display of the generator. A new connection cable and ablation catheter were used which did not resolve the issue. The proximal electrodes of the ablation catheter were switched off so only the distal part of the catheter was visible. Just before the catheter was removed, another generator was used, and visually the shape of the catheter was normal and the proximal signal of the ablation catheter at the ep recording system was clear, as well. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information(d4) and 510k(g3)are not provided as this product (model h700489) is only marketed outside of the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ampere generator was received into the lab for analysis. Visual inspection found all labeling and input/output connectors to be free of physical damage. The device was powered on successfully. The device was tested for functionality and no abnormalities were identified during testing. The returned product functioned properly throughout the product evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and the investigation performed, the cause for the reported event was unable to be determined. No hardware abnormalities that would have resulted in the reported event were identified.